Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from 5 patient samples processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed was within ortho guidelines. A vitros tsh lot 5446 reagent issue cannot be completely ruled out as there are insufficient qc fluid data points available to make a complete assessment of the reagent performance. Furthermore, the samples used in these correlation studies are of unknown age and it is not known how the samples have been stored and for how long. Therefore, improper sample handling cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample. Collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained higher than expected vitros tsh results on 5 patient samples tested on a vitros 5600 integrated system. Patient sample (B)(6) results of 0.134 and 0.134 miu/l using vitros tsh reagent lot 5446 vs. The expected result of 0.05 miu/l using vitros tsh reagent lot 5390; patient sample (B)(6) results of 0.171 and 0.177 miu/l using vitros tsh reagent lot 5446 vs. The expected result of 0.08 miu/l using vitros tsh reagent lot 5390; patient sample (B)(6) results of 0.343 and 0.338 miu/l using vitros tsh reagent lot 5446 vs. The expected result of 0.16 miu/l using vitros tsh reagent lot 5390; patient sample (B)(6) result of 1.33 miu/l using vitros tsh reagent lot 5446 vs. The expected result of 0.62 miu/l using vitros tsh reagent lot 5390; patient sample (B)(6) result of 1.38 miu/l using vitros tsh reagent lot 5446 vs. The expected result of 0.82 miu/l using vitros tsh reagent lot 5390. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient sample results were generated as part of an investigational correlation studies and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of these events. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).